Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post a new right atrial (ra) lead implant, the patient developed an infection, a hematoma and right atrial (ra) lead dislodgement. Both the ra lead and right ventricular (rv) lead were capped; the implantable pulse generator (ipg) was explanted and a new ipg system was replaced on the contralateral side. No further patient complications have been reported as a result of this event.